Manufacturer narrative:
Upon return to our (B)(4) laboratory the complete lead was returned. Insulation damage was noted due to electro-cautery. The lead was electrically continuous. The clinical observation of dislodgment and increased thresholds could not be confirmed by laboratory testing.

Event description:
Boston scientific received information that an increase in thresholds was noted on this left ventricular (lv) lead. An x-ray noted a slight lead dislodgment. A repositioning procedure took place and damage on the insulation was noted. The lv lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
--